Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the cord loop on the bag was cleanly cut. The instructions for use (IFU) caution the user that, care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Contact with sharp instruments may compromise the strength of the cord and result in a cut. This is the likely scenario experienced by the customer based on the condition of the returned unit. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"This is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep - laparoscopic nephrectomy - "during laparoscopic nephrectomy, the device was about to be used to retrieve a specimen. When the metal supports were pushed with thumb ring actuator, the bag came off with the cords cut. The user has had lots of experience in using the device and he mentioned that any improper procedures were not done. Until the metal supports were fully pushed to endpoint, the thumb ring actuator was not pulled. The bead was not sliding down to around center of the metal supports to interrupt deployment of the bag. As the result of the negotiation with the facility to get the operation's movie, the operation's movie and pictures were not available. Initial investigation report by aomori olympus - the event unit was returned to olympus and visually inspected. The specimen bag was removed from the introducer. The handle and the thumb ring actuator weren't found to be damaged. Confirmed no damage was found with the distal end of the sheath and the supports. The porch remained rolling and appeared to be pulled with the cords. It appeared that the cords were cut by forcibly pulling with excessive power. The unit will be returned to amr for further evaluation. (B)(4)" type of intervention - na. Patient status - no patient injury.